Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The intrinsic amplitude had decreased and the electrogram baseline for the shock episode was wandering. Technical services discussed some testing and programming options. Office testing was able to reproduce the noise with xyphoid palpations. The clinic will have an x-ray done and the doctor will decide what to do then. There were no additional adverse patient effects. The system remains implanted.